Event description:
Rotator body and collar detached during infusion while performing a diagnostic cerebral angiography.

Manufacturer narrative:
Device evaluation: the evaluation is not complete. A review of the device history record did not reveal any exception documents. Conclusions: the investigation is not complete. A follow-up report will be submitted when additional information is available.